Manufacturer narrative:
(B)(4). Pump trace download analysis confirmed the pump alarmed power error. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Power error detected did not recur within a week of troubleshooting previous occurrence. Notification light was not stopped flashing immediately. The customer was assisted with self test and it was passed and customer was declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.